Manufacturer narrative:
Complaint (B)(4). Received 1rk 456018p/(B)(6) for evaluation. (Also received 4rk 456089/(B)(6), not part of the complaint, returned by the customer in error. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Additive content was found to be within specification in all tested samples. Samples were checked for potassium content and none could be detected in tested samples. Samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations could be observed in the tested samples. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer provided photographs and reported: the tubes created poor test results (elevated potassium levels) and did not separate properly. The customer advised the tubes allowed blood clots to remain in the serum. The customer reported several occurrences with several end users. 23jan2024 update: the customer additional information/clarification noting, "the tubes were allowed to clot for the recommended time prior to centrifugation. The centrifuge is a medline, model 614b with an rpm of 3156 and a time of 30mins. All tubes get inverted prior to clotting times. All tubes set in a tube holder prior, during, and after clotting. After being spun down they are bagged and refrigerated. Specimens were recollected from several patients and the results were still high for potassium collected." Customer also advised they noticed this started occurring (B)(6) 2023.